Event description:
Microphone had been placed on the left shoulder near the collarbone of pt, with the lead wire laid on the arm and down beside the pt to the cip where it was plugged in. The pt exhibited a burn on the inner upperarm where the lead wire had been. At that time all pt scanning was stopped and remained stopped until a determination could be made by service personnel on the condition of and continued use of the scanner.